Event description:
It was reported that the patient experienced an inguinal tumor, after tomography scan indicated a liquid collection of a fluid leak in the device causing the device to stop working with an artificial urinary sphincter (aus). The aus remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams800 device was visually inspected. There was a leak in the balloon shell due to wear and fatigue. The balloon and control pump were not functionally tested due to the balloon leak. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction

Event description:
It was reported that the patient experienced an inguinal tumor, after tomography scan indicated a liquid collection of a fluid leak in the device causing the device to stop working with an artificial urinary sphincter (aus). The aus remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the device was explanted. Additional information was received that the patient experience an erosion.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams800 device was visually inspected. There was a leak in the balloon shell due to wear and fatigue. The balloon and control pump were not functionally tested due to the balloon leak. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction

Event description:
It was reported that the patient experienced an inguinal tumor, after tomography scan indicated a liquid collection of a fluid leak in the device causing the device to stop working with an artificial urinary sphincter (aus). The aus remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the device was explanted.